Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is activating by itself. The customer was contacted for more event details however they were not able to provide them at this time. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.